Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, it was noted that the lcd was blank, and nothing was on the display, however there were no findings on the reported pump "alarming" issue. Service will replace the lcd to fix the reported screen issue. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd ms3 pump exhibited "blank screen" alarm and had a screen damage. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.